Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain upper ("severe upper abdominal pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (on (B)(6) 2012, plaintiff underwent a laparoscopic hysterectomy to remove the essure device). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, abdominal pain upper and procedural pain outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, dysmenorrhoea, genital haemorrhage and procedural pain to be related to essure. The reporter commented: since having essure removal, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding(general)") in a 53-year-old female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, deviated nasal septum and insomnia. Concomitant products included eugynon (trivora). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2011, 7 months 5 days after insertion of essure, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain upper ("severe upper abdominal pain"), procedural pain ("painful post-operative recovery"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vagina pain"), dysmenorrhoea ("severe menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and visual impairment ("vision / eye problems - type:"). The patient was treated with surgery (hysterectomy) and surgery (on (B)(6) 2012, plaintiff underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, abdominal pain upper, procedural pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue, weight increased and visual impairment outcome was unknown and the abdominal pain and vulvovaginal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: since having essure removal, plaintiff's symptoms are mostly resolved. Date discrepancies in date of insertion - (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirmed full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 19-jul-2018: pfs received, concomitant drug added, event added :- pelvic pain. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding(general)") in a 53-year-old female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, deviated nasal septum and insomnia. Concomitant products included eugynon (trivora). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2011, 7 months 5 days after insertion of essure, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain upper ("severe upper abdominal pain"), procedural pain ("painful post-operative recovery"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vagina pain"), dysmenorrhoea ("severe menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and visual impairment ("vision / eye problems - type:"). The patient was treated with surgery (hysterectomy) and surgery (on (B)(6) 2012, plaintiff underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, abdominal pain upper, procedural pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue, weight increased and visual impairment outcome was unknown and the abdominal pain and vulvovaginal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: since having essure removal, plaintiff's symptoms are mostly resolved. Date discrepancies in date of insertion - (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirmed full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in a 53-year-old female patient who had essure (batch no. 50512921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, deviated nasal septum and insomnia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 7 months 5 days after insertion of essure, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("severe upper abdominal pain"), procedural pain ("painful post-operative recovery"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vagina pain"), dysmenorrhoea ("sevcre menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and visual impairment ("vision / eye problems - type:"). The patient was treated with surgery (on (B)(6) 2012, plaintiff underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal pain upper, procedural pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue, weight increased and visual impairment outcome was unknown and the abdominal pain and vulvovaginal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, procedural pain, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: since having essure removal, plaintiff's symptoms are mostly resolved. Date discrepancies in date of insertion - (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirmed full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 25-may-2018: pfs and medical record received: reporter information, patient details , other relevant history, product information, lot number and events- abnormal bleeding (vaginal), menorrhagia, migraines, headaches, fatigue, weight gain, vagina pain, abdominal pain, vision/eye problems were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.